Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The pulse generator exhibited backup vvi mode. The patient was brought into the clinic for further troubleshooting. After device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).